Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first prostyle suture was successfully replaced. The second prostyle device was attempted, however the device became stuck during removal (step 4). The foot plate was confirmed to be closed. There was no arterial flow noted from the marker lumen. The sutures had been clamped to remove the slack. The physician made the decision to cut the suture of the second device allowing the device to become free and successfully removed. The suture of a third prostyle device was successfully replaced. The sheath was upsized to an 18f and the tavi procedure was completed. On removal of the sheath and closure of the sutures, there was some oozing. A degree of hemostasis was achieved, but manual pressure had to be applied for longer than would indicate a tissue tract ooze. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis the reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.